Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced severe jaw pain and tmj. They also report that their bite and jaw line are off and they have gaps in their gums and recurrent infections. Patient will be treated with invisalign by an orthodontist. Aligner treatment stopped.